Event description:
The device has been used for invasive blood pressure measuring with ecodriven incannulation at left omeral artery. After the ecodriven of the left omeral artery, after introduction of the metallic guidewire during the manipulation, the guidewire stacked in the needle causing the removal of the needle and guide.

Manufacturer narrative:
Pending for the investigation and evaluation.